Event description:
Customer called to report that the centrifuge arm on the automate 800 sample processing system was intermittently dropping centrifuge adaptors. Customer requested onsite service. The field service engineer (fse) adjusted the transfer arm z position and the sensor to allow the arm to move lower in order to grip the adaptors. The fse monitored the process to ensure that the services performed effectively resolved the instrument issue. Customer stated that patient sample results were not affected, and that no one was harmed by the instrument issue. Customer has not called back to report any further instrument issues.

Manufacturer narrative:
The issue was resolved after the field service engineer adjusted the transfer arm position and sensor to allow for the adaptors to be gripped. (B)(4).